Event description:
It is reported that the screwdriver tip broke during use.

Manufacturer narrative:
Evaluation summary: the hex driver could have fractured due to off-axis eccentric loading or if the driver was used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. The instrument has potential field age of approximately 1.5 years at the time of incident with an unknown number of uses. Cause cannot be definitively determined. The product was returned and verified to have a broken tip. Device history records indicate all components were manufactures and inspected to specification.